Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the anterior cuff was engaged to the anterior needle tip and both cuffs were attached to the link. There was no needle strike mark on the posterior foot. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred. During lab testing the plunger was inserted and the needle trajectory, needle depth and push mandrel travel met manufacturing criteria. The needle trajectory of every device is checked twice during manufacturing. There was no manufacturing or quality deficiency detected that could have contributed to the reported cuff miss. In addition, a quality control audit inspection is performed to verify product quality. Based on the device needle trajectory testing results in the lab and during manufacturing, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degree angle throughout deployment. It was reported that the common femoral artery was mildly calcified and whether this contributed to the reported experience, it could not be determined. Review of the finished device history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The proglide device was used in a calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Event description:
It was reported that a physician attempted arteriotomy closure of a mildly calcified common femoral artery using a proglide device after a diagnostic procedure. Reportedly, a cuff miss occurred, during plunger and needles removal from the body of the device there were no sutures attached. The device was removed from the patient's anatomy and another proglide was used successfully to achieve hemostasis. There was no adverse patient sequelae. The physician is reportedly trained in the use of the proglide device. No additional information was provided.